Event description:
Heartware left ventricular assist device (lvad) was admitted for elective thyroid biopsy in the setting of international normalized ratio (inr) 1.7 & aspirin 325 mg. Hemoglobin decreased to 6.3 with melena. Three units' blood were transfused. Endoscopic evaluation included egd (neg) and colonoscopy (2 arteriovenous malformation (avm)s were identified and treated with cautery). Heparin to coumadin bridge was completed prior to discharge home, and aspirin 325 was resumed.